Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure, expected or random component failure without any design or manufacturing issue is due to a degradation problem. A root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasonic probe exhibited a kink when it was taken out of the box before reprocessing. There was no patient involvement.